Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occlusion knob on the roller pump was locked and could not be adjusted. As a result, an alternative device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation is in process, but not yet complete. The user facility biomedical engineer was able to correct the occlusion knob issue.